Event description:
It was reported that the patients ipg was not holding a charge and was getting hot during charging. It was also noted the ipg pocket was getting warm. The patient underwent an ipg replacement procedure and was doing well postoperatively. The old ipg was replaced with a magnetic resonance imaging (MRI) compatible ipg. The explanted ipg was not returned due to the medical facility policy.